Manufacturer narrative:
(B)(6).

Event description:
Reference number (B)(4). Event occurred in canada. It was reported that the patient faced an event of high blood glucose and collapsed and had to call an ambulance. The site of insertion was abdomen. The patient was hospitalized for ten days. Patient's blood glucose at time of incident was 30.8 mmol/l. Symptoms patient reported at the time of hospitalization event were confusion, weakness, headache, dizzy and thirsty. Patient was tested for ketones but did not know the results of ketones test. Patient was treated with insulin drip at the hospital. No further information available.